Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. A 3.0x20mm trek balloon dilatation catheter (bdc) was advanced for pre-dilatation with resistance from the anatomy and inflated one time to 10 atmospheres (atm), however the balloon only partially inflated, and a tear was noted in the balloon. The partial inflation and tear are suspected to be caused by the calcification in the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.